Event description:
Threshold increase (1.5 v to 4.0 v) was noted one day after implantation. A repositioning procedure was attempted. The screw could be retracted but could not be fully extended, so a new lead was used.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.